Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a battery compartment crack, damaged battery cap, and a dim display screen. This report is made based on the results of an investigation completed on 08/15/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/15/2013 with the following findings:black box review showed power on reset events on (B)(6) 2013. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. Visual inspection of battery cap revealed stripped threads when battery cap was installed onto the test pump . There was evidence that the "yellow o-ring" was visible and not seated properly. The battery cap was unable to tighten onto battery compartment. Power loss was duplicated due to the cap detaching, the o-ring was visible but could not completely tighten due to battery compartment crack. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.